Manufacturer narrative:
Device malfunction suspected but did not cause a death or serious injury.

Event description:
Reporter indicated that normal mode diagnostics testing resulted in lead impedance: high, output status: limit, dcdc 7, elective replacement indicator: no, and a system diagnostics lead impedance: high, output status: ok, dcdc 6, elective replacement indicator: no, indicating possible device malfunction. Battery life calculation performed on available device history resulted in 7.08 years remaining until end of service. Revision surgery is likely.